Event description:
Physician was performing laparoscopic cholecystectomy on this patient using the ethicon ligamax endoscopic multiple clip applier ref #el5ml lot #g4u372. On the 2nd firing, there was a sticking sound and the clip would not come out. Physician removed the device from the patient and fired a clip outside the patient. The device fired properly so the physician reinserted it into the patient and attempted to use it again, but it did not fire and the clip became stuck in the device. He then removed the device and obtained another clip applier to complete the case. No harm to the patient.